Manufacturer narrative:
Reported event: an event regarding communication failure involving a mako tka software was reported. The event was not confirmed. Product evaluation and results: the vp and crisis logs were reviewed from the day of the event. All pre-surgery checks and registration attempts passed successfully on the first attempt. The review of the warnings show that there were many instances of mics communication errors between the rio and the mics controller. If the mics is not able to communicate the location of the tool during preparation then the application does not have a way to know what green visuals to remove. It is recommended that the user takes care to clean the cables and ensure that the communication is working regularly. Because the logs show that the communication warnings were displayed on screen, the system operated within specification. No system defect or malfunction is expected. Product history review: a review of device history records shows that (B)(6) was inspected on 13 may 2013 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999, (B)(6) reports no similar complaints related to the failure in this investigation. Conclusions: the failure was reviewed through return of the provided log/session files. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. Product surveillance will continue to monitor for trends. No additional investigation or specific actions are required at this time. If additional information is received, then the complaint will be reopened. System is ready for use.

Event description:
The green was not visually being removed from the model. We need a fix for this. It's incredibly frustrating. Case type: tka.

Manufacturer narrative:
Reported event: it was reported, ¿the green was not visually being removed from the model. We need a fix for this. It's incredibly frustrating. Case type: tka.¿ product evaluation and results: review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. Product history review a review of device history records shows that rob249 was inspected on 13 may 2013 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn: 209999, rob249 reports similar complaints related to the failure in this investigation. Conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log / session files has not been completed within 90days of the complaint being opened. A review of the case session / log data is needed to complete a full investigation for determining root cause. In addition to a review of the log / session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
The green was not visually being removed from the model. We need a fix for this. It's incredibly frustrating. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
The green was not visually being removed from the model. We need a fix for this. It's incredibly frustrating. Case type: tka.